Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030s056b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2018 while in the hospital. A review of download data revealed that the patient was treated once on (B)(6) 2018 at 19:08:57 while in the hospital. Motion artifact contributed to the false detection. The patient was in sinus tachycardia (130 bpm) at the time of the event, and remained in sinus tachycardia following the treatment. The patient was reportedly not conscious at the time of the treatment. The response buttons were not pressed. The patient was taken to the ICU. Download data indicates that the patient was in bradycardia (30 bpm) degrading to asystole at 11:25:32 on (B)(6) 2018, the day after the treatment. No treatment sequence was initiated, as the lifevest considers bradycardia and asystole to be non-treatable rhythms. The device was shut down at 11:34:15. The patient was pronounced deceased at 11:37 am.